Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure. Malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure. Malfunction was suspected.